Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred during use on the patient. When the intra-aortic balloon (iab) was inserted into the patient, it was noticed that the balloon was not inflating. As a result, the iab was replaced and the new iab was used successfully.there was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the iab "was not inflating" is not confirmed. The returned iab bladder was fully intact with no damage noted. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. No further action required at this time.

Event description:
It was reported the event occurred during use on the patient. When the intra-aortic balloon (iab) was inserted into the patient, it was noticed that the balloon was not inflating. As a result, the iab was replaced and the new iab was used successfully. There was no report of patient complication or serious injury and death.